Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the clinic received a remote transmission that indicated power on reset (por) and end of life (eol). Prior to por/eri, the patient was programmed vvi 40. The device was explanted and replaced. No patient complications have been reported as a result of this event.